Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a urological/gynecological procedure. The patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. MFR ref#9615742-2012-00007.